Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this lead was explanted due to dislodgement issues. Lead was replaced and the antibiotics were given to the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to dislodgement issues. Lead was replaced and the antibiotics were given to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code (B)(4) captures the reportable event of surgery.